Event description:
It was reported that, while in use on a patient, a 980 ventilator generated a low minute volume alarm. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. The service engineer (se) inspected the device and found a diagnostic code relevant to the reported incident recorded in the ventilators memory logs. The se replaced the battery. The se performed extended self-testing on the device and all tests passed.